Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Consumer states that about 6 years ago she lost the joystick that came with the chair and she called a gentleman who sent her a joystick and advised it may or may not work with the chair. Consumer states that the joystick worked up until the other day when she was parked by a pond fishing and when she went to move the chair went forward and she couldn't get it to stop until she was 18 inches before being in the pond. No additional information provided.